Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 13 events were reported for this quarter. Product return status: 5 devices were received. 8 device investigation types have not yet been determined. Additional information: 13 devices were not labeled for single-use. 13 devices were not reprocessed or reused.

Event description:
This report summarizes 13 malfunction events in which the device reportedly overheated. 3 events had the problem identified during a non-clinical procedure; there was no patient involvement. 5 events had the problem identified before clinical use/exposure; there was no patient involvement. 1 event had patient involvement: no patient impact. 4 events had insufficient information received regarding health impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h11. 13 previously reported events are included in this follow-up record. Product return status: 5 devices were received. 3 devices were not available for evaluation. 5 device investigation types have not yet been determined.

Event description:
This report summarizes 13 malfunction events in which the device reportedly overheated. - 4 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 4 events had the problem identified before clinical use/exposure; there was no patient involvement. - 1 event where the patient required additional medication or additional dose of existing medication. - 4 events had insufficient information received regarding health impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h6, h11. 13 previously reported events are included in this follow-up record. Product return status: 5 devices were received. 8 devices were not available for evaluation.

Event description:
This report summarizes 13 malfunction events in which the device reportedly overheated. 4 events had the problem identified during a non-clinical procedure; there was no patient involvement. 4 events had the problem identified before clinical use/exposure; there was no patient involvement. 1 event where the patient required additional medication or additional dose of existing medication. 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention. 3 events had patient involvement: no patient impact.